Manufacturer narrative:
Pc (B)(4). Component code: (B)(4) - device not returned to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing pain, pulling feeling in my bottom, stabbing pains, aching pains in top of legs, stabbing pain sometimes under rib cage on the right, pressure on head, sore tongue, achy pains in fingers, wrists, ankles, lots of cramping in legs and arms, bloated tummy and feeling sick all the time. No further information is available.